Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received an nsln notifier. Upon reviewing the strip, late sensing of a pvc caused the patient notifier to be triggered. The device was reprogrammed and the patient with continue to be monitored. The device remains implanted and in service.